Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(4) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: blockage issues.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-dec2022. H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, seven hundred and eighty samples were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventy-nine samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. In second shipment, thirty-two samples were provided to our quality team for investigation. Each sample was connected to a syringe with saline solution. Twenty-six samples expelled the solution with a normal flow. Six samples did not expel the solution; these needles are clogged. A device history record review was completed for provided lot numbers 2003405, 2003406 and 2195306. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Additional device histories were reviewed for each lot of needles used in the manufacture of these batches. During the history review, two needle lots from batch 2195306 were identified as having suffered from clogged needles due to silicone. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: blockage issues.